Manufacturer narrative:
(B)(4). The device is currently undergoing detailed analysis to determine root cause. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this boxed device was generated 13 beep tones and could not be interrogated. The device was enroute to boston scientific for laboratory testing. Boston scientific received information that this boxed device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The s-ICD was interrogated and intermittent telemetry was noted. A memory download was able to be conducted and revealed that the device had undergone numerous resets. The device case was removed to facilitate inspection of the internal components. The battery was removed from the device and tested. It was confirmed to be operating normally. In addition, both x-rays and CT scans were performed on the device and once again, no issues were found. Laboratory analysis confirmed that the s-ICD had experienced intermittent to no telemetry in the field; however, the cause of the telemetry issue was unable to be determined.